Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did clips not hold after placing? Yes was there any bleeding or leak from vessel or structure as result of clips not holding on tissue? No. If bleeding, please quantify amount. If bleeding or leak occurred, how was patient treated (for example, was blood given, was area sutured)?

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the mcm30 device was received in good visual condition. A bag with four malformed clips was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed one clip as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a varix procedure, during an operation for varicose veins left, the clips do not close. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device and the clips will be returned. Clips will not hold after placing.